Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed as a foreseeable event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a de novo lesion in the mildly tortuous proximal right coronary artery (rca), pre-dilatation was performed with an unspecified 3.5x8mm balloon inflated to 12 and 14 atmospheres (atm). A 4.0x12mm rx xience prime stent delivery system (sds) was then advanced without resistance and the stent was deployed without difficulty at 12 atm; the sds was withdrawn from the deployed stent without difficulty. Post-implantation, a distal edge dissection was observed and was successfully treated via deployment of a 3.5x18mm xience prime stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.